Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the report of difficulty oxygenating could not be conclusively determined through this evaluation. The reported event was unable to be recreated as the device was not available for evaluation. The eurosets amg (advanced membrane gas) pmp (polymethylpentene) oxygenator, lot # 7559008, will reportedly not be returned for evaluation. The production documentation for amg pmp oxygenator, lot number 7559008, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU (rev. 04) is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the cause of the patient's respiratory decompensation was pulmonary edema and pneumonia. Prior to the decision to exchange the oxygenator, blood flow and gas flow rates were 5 lpm and 3 lpm, respectively. After the oxygenator exchange, blood flow and gas flow rates were 5 lpm and 1 lpm, respectively. The patient's heparin assay was noted to be 0.32. The patient underwent a heart transplant.

Event description:
It was reported that the patient was cannulated with an oxygenator for cardiogenic shock with impella for ventilation. The patient later experienced a cough, respiratory desaturation, and pulmonary decompensation on (B)(6) 2023. The post-partial oxygen pressure (pao2) was noted to be 110 mmhg; the oxygenator was exchanged. The patient tolerated the exchanged; however, from (B)(6) 2023 to (B)(6) 2023 the patient continued to experience respiratory decompensation, with a pao2 of 100 mmhg and post-partial carbon dioxide (paco2) of 75 mmhg. The patient's radial pao2 was 131 mmhg, and radial paco2 was 36 mmhg. The patient's venous gas paco2 was noted to be 51 mmhg. The patient's oxygen support was moved from a blend of extracorporeal membrane oxygenation (ECMO) and an oxygen tank to full support on an oxygen tank and increased ventilation support. Related oxygenator MFR #: 3003752502-2023-02388

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.